Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash on back and the arms under the strap. Patient reported it was red, itchy bumps with some minor bleeding from scratching. It is unknown if the patient required medical intervention. Medical outcome is unknown as follow up attempts were unsuccessful.